Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a lfs pps ppy penolitedstmicrsl104in that was reported when infusing epirubicin, a leak was noted from the pump set filter. The external appearance of the device was normal and there is no damage noted. There was patient involvement and no report of adverse event.